Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due oversensing of noisy signals. Technical services (ts) was consulted and discussed troubleshooting options, with a pocket fracture suspected. X-ray imaging was performed and electrode location was questioned as well as therapy effectiveness since no defibrillation threshold (dft) test was performed upon the original implant procedure. The device sensing vector was switched and no noise was noted in the new vector. This s-ICD remains in service. No additional adverse patient effects were reported.